Event description:
Complainant alleged that while attempting to monitor a 42 year old male pt, the device had no display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.